Event description:
The customer reported that the autopulse platform sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the malfunctioning processor board due to failed component(s), likely attributed to the age of the device. The autopulse platform was manufactured in may 2016 and is eight years old, beyond its expected service life of five years. Visual inspection of the returned autopulse platform revealed a cracked top cover, unrelated to the reported complaint. This observed physical damage could be attributed to user mishandling. The top cover was last replaced in december 2019 during the service performed at zoll. The damaged cover was replaced to address the observed issue. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout) on the reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The malfunctioning processor board was replaced to remedy the system error. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to run-in test(s) using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).